Event description:
Meter name: basic. Strip: one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: fainted. A pt reported they were brought to the hosp. Their meter allegedly would not prompt message "error 2" during check strip test. The result on their meter was: 79. The result on the: none. The time difference between pt's meter and: no cpmparison. Treatment was: unknown. No further info has been reported.